Event description:
It was reported that three months after the implant procedure the patient presented to the emergency room with pulseless blue legs. Diagnostics indicated a massive clot occluding both iliaca communis. Emergency thrombectomy was performed and the device and lead remain in use. The patient is enrolled in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).